Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: a2, a4, a5, a6, b6, b7, d8, h2, h6 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation the most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen occasionally blacked out. The issue occurred during set up for an unspecified procedure. There were no reports of patient harm.